Event description:
It was reported there was a volume discrepancy. The actual residual volume was greater than the expected residual volume. The specific values were unknown. The patient experienced a return of symptoms; with increased baseline pain. The pump was explanted and a new pump was implanted on (B)(6) 2011. During the surgery, the health care provider indicated that "it may have been a catheter issue causing the discrepancy". Per the reporter, "to the best of my knowledge she is doing fine now". The drugs in the pump were hydromorphone and bupivacaine.

Manufacturer narrative:
Analysis of the pump revealed no anomaly; however an alarm / resonator anomaly was identified as the pump failed the alarm testing. A cracked resonator was observed after milling the top cover off. The catheter was not returned for analysis.

Manufacturer narrative:
Catheter model# 8709, lot #n112572018, implanted (B)(6) 2007, explanted: unknown.